Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 13.4-13.6cm from the connector pin and at 40.2-40.4cm from the distal tip, consistent with lead friction to the ICD can. A fracture of the svc conductor was noted at 13.4cm from the connector pin and at 40.0cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at these locations. (B)(4). (B)(6).